Manufacturer narrative:
Additional information received from the initial reporter on 28 june 2016 and includes: the first operation was an l2-s1 fixation. According to the surgeon, one of the screw is loose and he would like to change it. The patient wanted to have a second opinion before doing the second surgery. The case has been cancelled on (B)(6) 2016, so the revision surgery did not happen. Additional information received from the initial reporter on 19 july 2016 and includes: the surgeon is still waiting on the decision of the patient because the patient is not sure whether she wants to have the revision surgery or not. No information available about reference and lot number. N yet explanted.

Event description:
Revision surgery will be necessary since one of the pedicle screw is loose.